Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter claimed the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: there was no damage observed to the battery compartment a test cap is able to be secured to power the pump. No battery cap was returned for investigation. P.o.r. Events observed in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.